Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient's implant explantation and replacement surgery (with mentor gel implants) has been updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 10, 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation surgery on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 1, 2021, mentor received additional information indicating that the patient also suffered right breast pain, right breast capsular contracture (baker grade IV) and right breast ptosis, which were also diagnosed via MRI. Mentor also became aware that the patient had undergone bilateral replacement with the following devices: (right) 535cc mentor memorygel breast implant catalog: shpx535 lot: 7506670 sn: (B)(4) and (left) 535cc mentor memorygel breast implant catalog: shpx535 lot: 9521228 sn: (B)(4). Manufacturer¿s reference number: (B)(4) this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 450cc mentor memorygel breast implants, suffered spontaneous right breast implant rupture, post-procedure. The rupture was diagnosed via MRI. In addition, the patient was also reportedly sick and was having a lot of unspecified sickness, described as weird. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.